Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The blown power line fuses were confirmed to be blown and were replaced. Replacement of the fuses resolved the issue. The blown fuses have not been returned to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system power line fuses had blown. This was discovered during a customer relationship building visit by the representative, and no patient was involved. No additional details were provided.